Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the devices were implanted and touch-up was carried out for only the distal end and junction site, dsa confirmed a slight type ia endoleak at the mild curvature site of the left neck. Due to neck condition no additional procedure was performed. Tissue adhesive was injected into the aneurysm and the procedure was completed. The physician is monitoring the patient. No clinical sequelae were reported. The physician commented that the proximal neck was in poor condition so that touch-up and implant of a cuff were not done. There was a small endoleak, which was determined would resolve later.

Manufacturer narrative:
Additional information received for this case: it was reported on an unknown date that the aneurysm diameter had increased from 61mm to 78mm with no evidence of endoleak observed. Due to risk of further enlargement and the possibility of loss of seal, the physician elected to perform intervention. An endurant aortic extension was implanted slightly covering the left ra. No evidence of endoleak was noted at the end of the procedure and the outcome of the intervention is yet to be confirmed as successful. It was noted the left renal artery was slightly covered to allow sealing of the proximal end of the aortic extension. It was reported as the left renal artery had become slightly aneurysmal the blood flow to the renal artery did not change and no decrease in renal function was observed. If information is provided in the future, a supplemental report will be issued.